Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the illuminator bulb keeps blowing. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in outcomes attributed to adverse events, brand name, common device name, model #/lot #, concomitant medical products. Additional information provided in describe event or problem. And additional MFR narrative. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. (B)(4).

Event description:
Additional information was received indicating the lamp on the indirect ophthalmoscope blew.